Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for evaluation. As received the generator successfully passed the power on self-test and booted to the software application menu upon applying ac power. During the evaluation the reported uncommanded shutdown was confirmed when the generator power cycled twice. When the power supply board was replaced the generator functioned as expected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a radiofrequency ablation procedure a cancellation occurred. During the procedure the generator would shut down, reboot, and shut down again. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.